Event description:
The hospital reported a battery failure that may result in the device being unable to switch to battery power in the event the ac power is lost. There was no patient involvement

Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the system and confirmed the reported issue. The ge healthcare field engineer recommended replacement of the batteries to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).